Event description:
A balloon ruptured at seven atmospheres during dilatation of a superficial femoral angioplasty of a calcified lesion. The dilatation was successfully achieved with this unit prior to the rupture and there were no pt complications. This device was destroyed by the user facility, therfore, no failure analysis will be available. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. Co follow up indicated this device was used in a calcified lesion which co beleives contributed to event and does not attribute it to the device. However, without evaluating this device, co cannot determine the exact cause for this event. Co's directions for use state: "if loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully."